Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital after falling down due to ventricular fibrillation unrelated to the device. The pulse generator exhibited backup vvi operation after being exposed to external defibrillation. The device was explanted and replaced. The patient's condition was stable post procedure.